Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician released the right ventricular leadless pacemaker (vlp) and the vlp dislodged and migrated to the atrium. The vlp was successfully retrieved however the helix end was stretched and unable to reimplant. There were no patient consequences.